Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. When the test was repeated, the pressure was still inaccurate. It was recommended that the data acquisition board be replaced. The customer replaced the data acquisition board and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during pressure accuracy testing, the unit was set to 0 but tested at 0.78 cmh2o. There was no patient involvement.